Event description:
It was reported that the t:slim x2 pump battery would not charge. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. No correction was taken by the customer to address bg. Reportedly, customer reverted to manual injections for insulin therapy.